Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Add'l info from importer report # (B)(4): the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Add'l info from importer report # (B)(4). (B)(6) 2012. Brand name: pelvitex polypropylene mesh, procode: ftl, cat # 486015. (B)(6).